Event description:
Patient went to sit in wheelchair that was not completely unfolded. As she sat down she put her fingers on the side of the chair for support and got them pinched no breakage in skin and no further problems.health professional's impression:these wheelchairs can pinch fingers as the chair is being deployed. Sometimes as a patient sits in one of these chairs they snap open so fast that a person does not have time to remove their hands.====================== manufacturer response for wheelchair, sentra heavy duty======================limited response after inital contact.